Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected a21 alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had high blood glucose level in the range of 150 to 400 mg/dl. Customer stated that the insulin pump had unexpected restart alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump had insulin pump error alarm. Customer stated that the insulin pump had blank display .customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The insulin pump will not be returned for analysis.